Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator(ins) was alleged to be overdischarged. The patient stated that his ins was turned off for a spinal surgery two years prior to the report and had not been turned back on or recharged. In the end, the MRI tech was redirected to the patient¿s healthcare professional (hcp) to recover the overdischarged or determine eligibility. Additional information was received from a consumer regarding the patient on 2020-feb-17. It was reported that the patient did not get any relief since implant. The patient had intermittent pain, but the pain started to hurt more about 3 months prior to the report. The patient went to charge the ins, but it would not connect or come on. The ins was last charged in 2017. Additional information was received via a manufacturer representative from a consumer regarding the patient on 2020-may-26. It was reported that the patient has not used or charged the stimulator since 2017 since their back surgery. The manufacturer representative was unable to establish communication to the implantable neurostimulator using the clinician programmer. The patient reported conflicting information from what was previously reported and indicated that the implantable neurostimulator worked well for his pain when it was working. The health care professional indicated that they would most likely schedule a replacement of the implantable neurostimulator for (B)(6) 2020. The issue was not resolved at the time of the report; however, a surgical intervention was planned, but not yet scheduled. There were no further complications reported or anticipated.